Manufacturer narrative:
(B)(6). A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive architect b-hcg result. The customer provided the following data: (B)(6) 2016: 16.29 miu/ml (positive). The patient went for a medical evaluation and the new test result was negative. The original specimen was retested and generated a negative result, <1.2 miu/ml. There was no adverse impact to patient management reported.

Manufacturer narrative:
Correction the initial results data was documented as positive but was actually a grayzone result and not interpretive: correction to the data initially reported: (B)(6) 2016: 16.29 miu/ml (grayzone, which is non interpretive) evaluation of the customer issue included a review of the complaint text, in-house testing, an instrument log review, design history record review, a search for similar complaints, instrument service history review, abbott field service (fse) review, and a review of labeling. Return material was not available from the customer. An accuracy testing protocol was executed; testing met the acceptance criteria and determined the reagent is performing acceptably. Review of the maintenance (for december 2016) and history logs indicated no issues. The design history record review did not identify any events or issues that would have impacted the performance of the lot in question. Tracking and trending did not identify an adverse trend for the lot in question. No issues were identified which would indicate a product deficiency from the batch record review. An abbott field service representative evaluated the instrument, identified a clogged trigger dispense. The fse replaced a valve per normal troubleshooting procedures which resolved the result related issues. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect total b-hcg reagent , list 07k78, lot 65312ui00, or architect i2000sr analyzer was identified.

Event description:
Correction to the data initially reported: on (B)(6) 2016: 16.29 miu/ml (grayzone, which is non interpretive).